Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 408 mg/dl at the time of the incident. The customer was tired that and stated they do not feel okay for troubleshooting. The customer stated that the blood glucose was down to 210 mg/dl and they had no issue as the insulin pump was working fine when it comes to delivering correction. The auto mode feature was not active and was not automatically adjusting insulin at time of high blood glucose event. The customer was just sleeping and then when she they woke up, the insulin pump was out of power. The customer was not getting any insulin while they were sleeping and the blood glucose was high. The insulin pump will not be returned for analysis.